Manufacturer narrative:
This supplemental report is being submitted to correct g3 "date received by manufacturer" in the MFR report #8010047-2021-04041 and provide additional information. According to additional information provided by olympus mea fz-llc (omea), MDR reportable malfunctions of power switch failure and broken lens base were found during incoming inspection conducted at omea on (B)(6) 2020. Therefore, the correct g3 "date received by manufacturer" in the initial report is (B)(6) 2020. In addition, olympus medical systems corp. (Omsc) investigated the reported event as following. Omsc reviewed the device design record and confirmed that the design of the power switch was changed to improve the resistance to damage to the power switch. Countermeasure products have been shipped since (B)(6) 2013. Since this device was manufactured prior to the design change, the power switch may have been damaged because the amount of operating force and number of operations of the power switch exceeded expectations. From the photos sent by oema, omsc confirmed that the overall appearance of the device was damaged and degraded. Therefore, the lens base may be damaged due to the usage environment, storage environment, and handling of the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following; the reported phenomenon was reproduced. The power switch had failed. The lid was corroded and bent. The output socket was dirty and corroded. The front panel was cracked and loose. The rear panel was bent. Dust was accumulated in the device. The lens base inside the device was broken. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the power switch of the device did not respond. There was no report of patient injury associated with the event.